Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air was observed from the hemostatic valve. It was reported that one hour after the procedure started, one hour after the procedure started, a hemostatic valve failure was noticed as air was observed from the hemostatic valve. The hemostatic valve itself was not broken. The issue was resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another new one. The procedure was completed without problems. Air was no introduced into the patient and no medical intervention was required. There was no patient consequence. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air was observed from the hemostatic valve. It was reported that one hour after the procedure started, one hour after the procedure started, a hemostatic valve failure was noticed as air was observed from the hemostatic valve. The hemostatic valve itself was not broken. The issue was resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another new one. The procedure was completed without problems. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation on 22-sep-2023. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hub component and irrigation port were completely occluded with blood residue, however, the hemostatic valve was placed in its original place. A microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. A back pressure test could not be performed, due to obstruction in the three-way valve and irrigation port. It was impossible to determine if there is air flow into the device. The occlusion identified could be related to the flushing and handling of the device during the procedure; however this cannot be conclusively determined. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation due to the return condition of the device. The instructions for use contain the following warning stated in the instructions for use (IFU): before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected as related to the issue irrigation port occlusion identified by bwi pal. Investigation findings: no findings available (c20) / investigation conclusions: appropriate term/code not available (d17) were selected as related to the customer's reported issue of air in the valve since the issue could not be evaluated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).